Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as dry open wounds that are bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse treated the area and applied medicated gauze for the skin irritation. Follow up indicated that the skin irritation improved.